Event description:
It was further reported that the lesion being treated in the right coronary artery had not been predilated. The physician withdrew the stent delivery system as he was unable to deliver the stent without predilating the lesion. The stent remains at the site of the femoral incision site.

Event description:
It was reported that during a drug eluting coronary stenting treatment procedure, the stent dislodged. The physician was attempting to treat a 80% moderately calcified lesion in an unknown vessel with the taxus express 2 3.0 x 20 mm drug eluting stent. While withdrawing the stent/delivery system back into the guide catheter, the stent dislodged. The physician then pulled the whole system back and the stent became stuck at the femoral incision site. Another stent was used to treat the lesion. The patient is reported to be stable.